Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/12/2016: patient's medical records received. The medical records were reviewed for MDR reportability, medical records indicated the patient had pain, lateral ligament laxity, patella bone fracture due to fall, instability, and grinding while walking. The revision operative note indicated osteolysis, poly wear, loose patellar component (unknown interface)-unknown cement, and synovitis. There is no new information that would change the existing MDR decision. This complaint was updated on: 5/4/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: update rec'd 3/30/2016- clinical der states poly wear. Patella will now be reported for the osteolysis. Note: a patella (natural) fracture was noted, so a patellectomy was performed. Update rec'd 4/12/2016: patient's medical records received. The medical records were reviewed for MDR reportability, medical records indicated the patient had pain, lateral ligament laxity, patella bone fracture due to fall, instability, and grinding while walking. The revision operative note indicated osteolysis, poly wear, loose patellar component (unknown interface)-unknown cement, and synovitis. There is no new information that would change the existing MDR decision. No device associated with this report was received for examination, however review of the provided x-rays confirms the reported patella bone fracture. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and osteolysis.